Event description:
PICC line placed to left ac cut at 40cm but wire pulled to 38cm. During procedure t-connector unscrewed and pulled with wire. Wire started to unravel half way thru and tip did not come out. When looked in the white hub piece of wire visible. Able to grasp and pull out rest of wire. 6cm from tip of wire was not unraveled. Cxr performed. No foreign body.